Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A secretary reported that following an intraocular lens (iol) implant procedure, a scratch on the lens was noted. The lens was exchanged in a secondary procedure for the same model iol but 2d difference in power. Additional information has been requested.

Manufacturer narrative:
Additional information provided. Product evaluation: the product was returned for analysis and the reported damage was observed. Additional observations were as follows: iol returned in two(2) segments in the iol case. Solution is dried on both surfaces of the optic and haptics. The optic is torn/ split-cut dividing the iol in two(2). The optic has a large stutter scratch. We are unable to determine the root cause for the reported complaint - "explanted due to scratch on lens". The returned iol shows evidence of possible handling by the customer due to the presence of solution dried on both surfaces of the optic and haptics. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed damage (torn/ split-cut optic, large stutter scratch on the optic) would not meet our current release criteria. We are unable to verify the origin of the scratch as it was highlighted post implantation. Stutter scratches typically occur when the lens is advanced too rapidly in the cartridge and/ or when the lens is not positioned correctly in the cartridge and/or with an insufficient quantity of lubricating solution. Based on these investigation findings, we are unable to verify if the iol contributed to the event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).